Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral approach. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 5.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for pre-dilatation. However, during the 1st inflation at 10 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another sterling¿ balloon catheter. No patient complications were reported.